Event description:
It was reported that customer had low blood glucose below 20 mg/dl. Customer stated that emt was called to residence, due to customer had a seizure. Emt brought the blood glucose level up to 105 mg/dl. The current blood glucose reading is 125 mg/dl. Customer believes that he did a bolus in his sleep. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.